Event description:
A customer reported the cutter did not work prior to surgery beginning. There was no patient involvement.

Manufacturer narrative:
A complaint evaluation performed on the returned sample resulted in the following findings: visual inspection: the sample was deemed conforming. Functional inspection: the sample would actuate properly, but would not cut tissue. The device history records for the component lots were reviewed. The associated lots (11) were released based on manufacturer's acceptance criteria. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear on the cutting edge indicating the probe had been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. The root cause of the reported event was found to be worn/damaged cutting edge. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, "cut failure") would have been detected during assembly and testing and subsequently removed from the lot. (B)(4).